Manufacturer narrative:
The synergy ous mr 2.25 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, with stent struts pulled in a distal direction. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28 oct 2021. It was reported that crossing difficulties occurred. The target lesion was located in the severely tortuous and highly calcified, distal right coronary artery. Following pre dilatation with a maverick balloon, the 2.25 x 28 synergy drug eluting stent was advanced but could not cross the lesion. Dilation was done at high pressure and the lesion was stented with another of the same device. There were no patient complications and the patient status was stable. However, device analysis revealed stent damage.